Event description:
A report was received that the patient underwent a lead revision procedure due to a fractured lead. The patient was having good coverage following procedure.

Event description:
A report was received that the patient underwent a lead revision procedure due to a fractured lead. The patient was having good coverage following procedure.

Manufacturer narrative:
Date of event: (B)(6) 2012. Additional information was received that the patient had high impedances after a non-device related fall. The device evaluation indicated that with lead (sn (B)(4)), the complaint had been confirmed. X-ray inspection of the lead revealed that a few cables were fractured at the bent/kinked location of the lead. The fractured cables resulted in the reported high impedance complaint. Additionally, the proximal end of the infinion lead was stuck in the connector of the splitter. After the removal of the proximal end, visual inspection revealed that the spacer between contact #16 and the retention sleeve was barreled. The possible root cause of the deformation of the spacer was the excessive force exerted onto the lead when trying to pull the lead out of the splitter, with the set screw still locked down. The lead body was also cleanly cut. The cut damage was a result of a typical procedure and it was not considered a failure. Device evaluation indicated that the splitter passed visual, electrical, mechanical and photographic imaging tests performed. Serial number (B)(4) (): the complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. Device exhibited normal device characteristics. Serial number (B)(4) ((B)(4)): as no anomalies or deviations were found during the complaint investigation site (cis) review, there was no reason to suspect a manufacturing defect as the source of the reported complaint. Click anchor ((B)(4)): visual inspection of the device revealed that both eyelets of the clik anchor were torn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: 30 cm splitter kit model #: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile.